Manufacturer narrative:
The device is 21 years old which exceeds its expected design life. An independent service technician was dispatched to evaluate the headrest. The headrest limit screw was out of adjustment. This allowed the adjustment lever to snap against bar with force, making it hard to open lever and adjust headrest.

Event description:
Doctor was trying to tighten down the handle on the headrest when his finger was pinched which required stitches.